Event description:
It was reported that the guardians have noticed a slow-down of the child's speech development, as well as a decrease in auditory performance. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Testing carried out on (B)(6) 2010, shows all channels with status hi except of channel 5.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.